Event description:
Contacted tandem diabetes regarding a tandem mobi pump malfunction code (x2071) on 6/19/2025. Was walked through how to reset my pump, alerted the tech I called in for same issue on 6/17. The device had not been dropped or damaged. Was informed by the tech tandems policy was 3 malfunctions before they would replace. According to a doodle search the code relates the pistons on the part of the device that delivers insulin. I have had issues with occlusion alarms with this device in the past. Only after speaking to a manger was I able to get it replaced. Several hours later the same alarm occurred. I believe tandem is negligent in not replacing this device when is malfunctioned earlier in the week and irresponsibly left me with a fault medical device for several days.